Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an in clinic interrogation the right atrial (ra) lead was noted to exhibit loss of capture (loc) and impedances greater than 3000 ohms. The implantable cardioverter defibrillator (ICD) was reprogrammed to pace and sense in the ventricle only. It was noted that the patient paces less than one percent in the atrium and ventricle. It was determined the ra lead was not fully inserted into the header of the ICD, thus a revision procedure was performed. During the procedure, upon pocket opening, it was noted that the ra lead was not fully secured by the setscrew. The ra lead was reseated and the setscrews securely attached. Measurements during and post the revision were confirmed to be normal. No additional adverse patient effects were reported.

Event description:
It was reported that during an in clinic interrogation the right atrial (ra) lead was noted to exhibit loss of capture (loc) and impedances greater than 3000 ohms. The implantable cardioverter defibrillator (ICD) was reprogrammed to pace and sense in the ventricle only. It was noted that the patient paces less than one percent in the atrium and ventricle. It was determined the ra lead was not fully inserted into the header of the ICD, thus a revision procedure was performed. During the procedure, upon pocket opening, it was noted that the ra lead was not fully secured by the setscrew. The ra lead was reseated and the setscrews securely attached. Measurements during and post the revision were confirmed to be normal. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in loss of capture and impedances greater than 3000 ohms. Please refer to the description for more information regarding the specific circumstances of this event.